Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with c56 spinal cord injury for c56 lm fixation. Levels implanted was c56. It was reported that intra-operatively, the final torque was too hard and when rotated the torque driver until it idled, the c6lm screw was cut out. As a result, it became impossible to insert c6 screw, and the inserted c5 screw was also removed and fixing the left c56 rod was given up. The driver was replaced, and the final tightening was carefully performed and completed. It was said that this time, it was scheduled to use anterior fixation together (cage + plate) from before surgery, so rod fixation on only one side was acceptable, but if only posterior fixation was scheduled, there was a possibility of causing problems for the patient. There were no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of this event. There was a delay of less than 60 min.